Event description:
Litigation papers allege: friction and wear caused by normal use of the implant has caused large amounts of toxic cobalt and chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. She is experiencing severe pain, discomfort and inflammation in her left thigh, hip and groin area. She has been unable to sleep on her left side, unable to sit for moderate periods of time and unable to walk for even moderate distances due to severe pain. She also has been experiencing a popping and clicking sound/sensation in her left hip when walking or moving, and a feeling that the hip is unstable. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. The report states that patient requested the removal.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.